Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer replace the device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.